Event description:
A (B) (6) customer tested her blood glucose using her contour meter and received a reading of 7.0 mmol/l (126 mg/dl). The customer took her usual amount of insulin, but became hypoglycemic and paramedics had to be called. Paramedics tested the customer's glucose at 1.0 mmol/l (18 mg/dl). The customer was taken to the hospital. She did not mention treatment, but most likely, she was treated with glucose. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.